Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed harmful limits. Technical support provided assistance by guiding the caller through the pump reset process, after which the malfunction code did not recur. The customer was advised that they may continue to use the pump and to call back if any further malfunctions occur, which the caller acknowledged and understood.